Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up appointment, this right ventricular (rv) lead exhibited loss of capture (loc) at maximum threshold outputs. The patient is not pacemaker dependent and was asymptomatic. All other lead measurements were acceptable. The physician plans to evaluate the position of the lead with surgical intervention likely. Attempts to obtain additional information were unsuccessful. All available information indicates that this lead remains in service.